Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 02/04/2015 with the following findings: there were loss of prime warnings observed in the pump¿s black box due to an unidentified low force. The pump was exercised for 24 hours at a 1 unit per hour basal rate with no alarms or warnings occurring. The pump passed a force calibration check. The force sensor pins were firmly seated inside the pump and there was no evidence of cracked or broken solder connections. There was no evidence of contamination or moisture on the internal components of the pump. An unexplained loss of prime event was observed in the pump¿s black box, but could not be duplicated during investigation.

Manufacturer narrative:
Follow up #1 12/23/2014 - device evaluation: the cartridge was returned to animas and evaluated on 12/05/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A force test was performed with no issues or failures found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.